Manufacturer narrative:
Per the t:slim user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was 600-700 mg/dl and ketone level was high. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Healthcare provider identified ketones as dangerous. Customer was treated with morphine and an insulin/fluid drip. Manual insulin injections were also administered. Elevated bg/dka were resolved. Customer was discharged within 24 hours with no permanent injury. Reportedly, customer was using admelog insulin which is not labeled for use with the pump. Customer declined to provide further information regarding the occlusion.